Manufacturer narrative:
Additional narrative:(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the light emitting diode (led) illuminated on the power module device. It was further determined that the device had no function, the indicator at the hall sensor was slightly red and the ¿washing process check¿. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger, function- test and check indicator - liquid damage. It was noted in the service order that the trigger of the battery handpiece device was not working and the battery device was giving a red alert. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.